Event description:
It was reported that a spectrum pump had a system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported system error 105 was confirmed during evaluation. The motor was found to have failed due to all of the motor mount screws being severed. The motor and mount screws were replaced.